Event description:
It was reported during a da vinci hysterectomy surgical procedure that the maryland bipolar forceps instrument worked properly for 1 hour into the surgery, then would not move in alignment with the surgeon thereafter. Upon inspection of the instrument, a broken cable was observed. The instrument was changed out to finish the surgery. The planned surgical procedure was completed. There was no report of fragments falling into the patient. There was no patient harm, adverse outcome or injury reported.

Manufacturer narrative:
The instrument was returned and evaluated. Failure analysis investigation found the instrument's pitch cable was broken at the proximal clevis hub. Broken strands stuck out at the wrist. The clevis did not exhibit any wear. The other cables at the wrist were not damaged. No other damage was found. Intuitive surgical, inc. (Isi) has conducted a device history record (DHR) review for this device and did not find any non-conformances that would affect any material of the final product and/or the quality or performance of the instrument used during this reported event. The reported complaint of the instrument having a broken cable does not itself constitute a reportable event. Recurrence of the alleged failure mode is not expected to be likely to cause or contribute to a death, serious injury or serious deterioration in the state of health of a patient. However, the broken pitch cable found during failure analysis investigations could cause or contribute to an adverse event if the malfunction were to recur.